Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Insulin pump was received with normal operating currents. Insulin pump was monitored and no unexpected insulin pump rebooting, clearing the sensor settings or reservoir setting noted. The test guardian link with the glucose sensor simulator communicates properly to the insulin pump noted. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken belt clip rails and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was rebooting itself 3 times. The blood glucose was 150 mg/dl at the time of the incident. Customer stated that he is waiting for the pump to accept his blood glucose and it will reboot itself wiping the senor and reservoir setting but leaving the basal. Customer advised to replace the insulin pump and revert to a back up plan. The device will be returned for analysis.